Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. It was reported that the insulin pump did not turn on. It was reported that the customer inserted a new battery and frozen display recurred while monitoring the insulin pump. Customer stated that battery compartment was cracked and was exposed to water. The troubleshooting was performed and was advised to insert a new battery and display did not return after insulin pump restarted. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Blank display due to moisture damage on electronic assembly and corroded battery tube. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, pillowing keypad overlay, and cracked case on the battery tube side.